Event description:
A (B)(6) male pt called zoll customer support to report that the belt was alarming to call zoll and replace belt. The pt's son then added that the pt damaged the belt while sleeping. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable of exposed wires and add gel/replace belt messages) have been confirmed. Upon receipt the distribution node to rear therapy electrode cable was ripped from the distribution node. The belt was able to detect but unable to treat a pt. The cause for the add gel/replace belt messages and the inability to treat was the damaged cable. The root cause for the damaged cable cannot be positively determined but is likely excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.